Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller had not previously reported or reset the pump for this issue, so technical support provided instructions for resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which was understood by the caller.